Manufacturer narrative:
Manufacturer ref# (B)(4). Initial reporter occupation: unknown, but referred to as a health professional. Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter didn't deploy. 14mar2022: jugular access kit due to recent ECMO decannulation. Not much unusual. Everything normal until tried to deploy filter. No part of filter remained. Easily resheathed. No difficulty with sheath. Just the deployment mechanism did not work to release the filter. A second filter was opened and deployed without difficulty patient outcome: no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After re-investigation the event for (B)(6) is no longer reportable. Summary of investigational findings: the complaint was reopened since the jugular introducer and the filter were returned. The filter didn't deploy. The device was removed, and another device was used instead to complete the procedure successfully. The jugular introducer and the filter were returned for device evaluation. The filter was retuned unattached to the jugular introducer, there was no nonconformances observed on the filter. The jugular was returned curved. The red safety button had been pressed down i.e., to activate the release mechanism. Due to hardened blood, it was not possible to get the grasping hook out not even after the jugular introducer had been soaked. The handle was separated and no nonconformances were observed. There was observed damage on the protection sheath near the sheath hub. The jugular introducer was separated to get the grasping hook out no nonconformances were observed on the grasping hook. Based on the provided information and device evaluation an exact cause for event cannot be established. However, a possible cause is that excessive tension during deployment prevented the filter from being released. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter didn't deploy. The device was removed, and another device was used instead to complete the procedure successfully. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Despite several attempt to get the device returned for evaluation, it was not received. Without the actual device it would be inappropriate to speculate what may or may not have caused the filter not be able to deploy despite activate the release mechanism. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.